Manufacturer narrative:
No device analysis results are available because the device remains implanted. The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was reported that while attempting to gain intrajugular access to perform cardiomems implant procedure the carotid artery was punctured. The physician was unable to gain access via intrajugular approach. Only the needle was inserted for the attempt. The physician gained access via the right femoral vein and the cardiomems implant was successfully completed. Post procedure the patient was admitted for observation and a CT (computer tomography) scan was completed which identified a pseudoaneurysm in the carotid artery. Ultimately the pseudoaneurysm resolved on its own and did not require surgical intervention. The patient is stable and has been discharged.